Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission for nonsustained lead noise episodes caused by post-paced t-wave oversensing. Patient was asymptomatic. The device was reprogrammed.